Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.